Manufacturer narrative:
This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Event summary: the controller with unknown serial number was not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the limited information available, the most likely root cause of the reported loss of power may be attributed to a disconnection of both power sources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after accidentally disconnecting both power sources leading to a pump stop, syncope and fall. The fall lead to an intracranial hemorrhage. The controller remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.